Event description:
A pressure irrigator door/cover cracked under pressure of approx. 550mlhg. A piece of the door fully separated from the cover along the bottom half of the latch side of the door & "flew across the floor".